Manufacturer narrative:
Customer service sent the customer therashells. Multiple attempts to contact the customer to get add'l complaint info, including medical treatment received, and to get the breast shields back were unsuccessful. The soft fit breast shields are made of thermoplastic elastomer. Because the breast shields were not returned by the customer, analysis/testing could not be performed. Absent testing/analysis and knowledge of medical treatment, if any, it cannot be definitively concluded that the breast shields caused or contributed to the allergic reaction. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that she had an allergic reaction to the soft fit breast shields that she was using with her manual pump. It caused blisters, redness and a lot of pain. She consulted a doctor who referred her to medela.